Event description:
The surgeon reported identifying opacification with an akreos iol. The iol was exchanged and intravitreal steroid was administered. No additional information was provided. Additional information has been requested.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.